Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report a no delivery alarm during a bolus. The customer's blood glucose reading was 81 mg/dl. The customer was advised to disconnect at the quick release and perform a fixed prime; caller verified insulin exited. The customer rewound the device and verified that insulin exited. The customer was informed that the alarm was caused by a reservoir or infusion set inclusion and that the device was working as designed. The customer declined to receive a replacement and to return the reservoir for analysis.